Event description:
The (B)(6) laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The newborn screening laboratory received 2 specimens for the baby. By protocol, two specimens should be sent for all babies born in nevada. The first specimen was received on (B)(6) 2014, analyzed and reported as normal for ch disorder on (B)(6) 2014. The second specimen was received on (B)(6) 2015. The t4 initial result was low, triggering a confirmation request for t4 and tsh analysis, but the laboratory cancelled the confirmation requests on (B)(6) 2015 at 12:02 pm. A review item was created on (B)(6) 2015 at 10:22 am, preventing the report from printing. A laboratory user cleared the review item on (B)(6) 2015 at 10:24 am and the report was printed on (B)(6) 2015 at 11:05 am showing ch disorder as normal, even though testing needed to be confirmed. The patient report released did not contain any erroneous content. (B)(4).